Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there were no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that an ophthalmic forceps would not open after it had been closed during a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
The received sample was found in the inner blister without cover foil. The instrument shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the tube is loose which blocks the forceps from activating. Due to the condition of the sample the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The sample was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device could not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).